Event description:
It was reported that the trek balloon dilatation catheter (bdc) was used in a procedure to treat a lesion in the proximal left circumflex coronary artery. The trek balloon was advanced to the target lesion but became kinked. The bdc was dilated one time to 12 atmospheres (atm); however the patient was having multiple blood clots not related to the balloon dilatation, so the bdc had to be quickly removed to address the blood clots. The balloon was removed, but when the physician had the hub of the bdc in his hand he realized the shaft had separated in the guide catheter. When the physician was trying to twist the bdc to remove the kink, the separation occurred. There was no resistance advancing or removing the balloon, in the physician's opinion he believes the separation was caused by removing the bdc too quickly. The balloon inflated and deflated without issue. There were no adverse patient effects related to the trek bdc and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported kink and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the physician was trying to twist the bdc to remove the kink and then the separation occurred. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely that the combination of the physician attempts to straighten the kink on the bdc and the urgency of the procedure contributed to the shaft separating. The investigation determined the reported kink appears to be related to operational context; however, the reported separation appears to be related to user error/circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
N/a